Event description:
It was reported that the right ventricular (rv) lead exhibited elevated short interval counts (sic) and varying impedance. It was also reported that double counted r-waves/premature ventricular contractions (pvcs) were noted on the rv channel and that the impedance trend was consistent with a lead connection issue. Therefore, a holter monitor was requested which confirmed that there was no problem with the rv lead. The patient will be monitored and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance: weekly pace lead measurement log data show various spike increases for max v.pace = 256 to 488 ohms range between (B)(6) 2011 and (B)(6) 2012. Sensing - oversensing: there were four vf<=210 ms average v-cycle between (B)(6) 2008, 11:25:01 and (B)(6) 2008, 08:50:57. Sensing - interference/noise: ventricular short interval count v-sic=77.2 counts avg/day, in 32.8 days, between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.